Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after being adequately fixated. The catheter's tether were noted to be misaligned. The device remained implanted. There were no patient consequences.